Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed white powder on pca, air inlet, blower box, and blower; presence of white powder is inconsistent with sound abatement foam degradation /breakdown, suggest a source external to the device. The manufacturer also observed evidence of liquid ingress on the blower and blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of powder contamination was observed in the device, which are consistent with being from an external source. Section d8, d9, h2, h3 and h6 has been updated.